Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high"; cause unknown. The customer administered a correction bolus as well as a correction injection to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.